Event description:
Drive devilbiss healthcare is the initial importer of the device which is a bath safety device. The device has not been returned for evaluation. We are filing this report in an overabundance of caution. A follow-up report will be filed when we receive new information. The end-user was in rehab and was administered mind-altering pain killer medication. He was placed on a bath bench. After he was soaped, they instructed him to slide forward and then attempted to lift him from the chair. At some point while on the chair, his left testicle became caught in an opening in the chair. He was lifted from by his left testicle reportedly causing severe and permanent injury to him, including to his scrotum, testis and male genitalia.